Event description:
It was reported that pump had malfunctioned and displayed malfunction code while customer was using it, with no notable events occurring beforehand. Customer¿s blood glucose level rose to 400 mg/dl due to issue. Customer gave correction insulin injection using multiple daily injections and did not need help from any third party, and technical support confirmed pump was part of field correction, updated email information, resent field correction notice, and completed required form on customer¿s behalf. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again, which caller acknowledged and understood.